Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited over sensing on the atrial channel and intermittent ventricular undersensing. The atrial sensitivity was programmed to a fixed sensitivity of 0.4 mv and ventricular autosense was enabled. Sensing was then appropriate in both channels. The patient would be monitored.